Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode, and as a result, was explanted and successfully replaced. Additionally, it was suspected this pacemaker exhibited premature battery depletion (pbd). This pacemaker has not been returned for analysis and no additional adverse patient effects were reported.